Event description:
Npi 8015 unstable server connections. Logic board- watchdog. The customer stated that there was no patient involvement. Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4). Case subject: npi 8015 unstable server connections. Account name: (B)(6) health care system. Account #: (B)(6). Asset name: 8015ls v9.12.40 pcu dom a/b/g. Asset location: contact: (B)(6). Contact email: (B)(6). Contact phone: (B)(6). Contact mobile: patient or user involvement: no. Patient or user harm: no. Case description: biomed need assistance on 8015 sn (B)(6) , unstable connection to the server. Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: see case notes. Case resolution: I assisted biomed on 8015 sn (B)(6) , unstable connection to the server. Resolution, (B)(6) clinical engineer and (B)(6) bd network engineer are already working on the issue. (B)(4).

Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record showed the device had a manufacture date of 14jan2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record showed the device had a manufacture date of 14jan2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement. No product returned.

Event description:
(B)(6).